Manufacturer narrative:
The concerto coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of right distal gonadal veins, this coil detached prematurely. It was reported that when the coil was inserted through the diagnostic catheter, it is radiologically observed that the coil is released itself. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found to be detached and missing from the pushwire. The axium pushwire found bent at its proximal end. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. Under the microscope, the coin was found to be located against the lumen stop, and the shield coil was found to be stretched. The concerto implant coil was not returned; therefore, any contributing factors from the implant coil could not be assessed. Based on the concerto pushwire analysis and on the event description, the cause for the detachment could not be determined. It is possible that the kink at the distal end of the pushwire may have led to a momentary pulling back of the coin from the lumen stop, subsequently causing the implant coil to detach. All products are 100% inspected for damage and irregularities during manufacture. Per the concerto detachable coil instructions for use (IFU) : warning: ¿damaged implant delivery pusher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching.¿ if information is provided in the future, a supplemental report will be issued.